Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer observed that the occlusion alarms occurred when the pump was placed back against the customer's skin. Supply changes were performed to address the past occlusion alarms. The customer's blood glucose (bg) levels ranged between 160-250mg/dl and a manual injection was administered to address the bg level. A new cartridge was loaded and the pump performed as intended during the system check. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.